Event description:
Boston scientific received information that the pt had non-device related falls and presented in the emergency room. The pt experienced nerve stimulation after the right atrial lead dislodged. No adverse pt effects were reported. Subsequent information was received that the lead was explanted. The lead is not expected to be returned. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.